Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the skin infection cannot be ruled out. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 62-year-old female patient with recurrent glioblastoma (gbm) started optune gio therapy on (B)(6) 2021. On (B)(6) 2025, the patient informed novocure of a skin reaction characterized by redness and itching on the scalp. Following a consultation with a healthcare provider (hcp), she was advised to temporarily discontinue optune gio therapy for a few days. On (B)(6) 2025, the patient reported experiencing redness and itchiness on the scalp and stated her plan to discontinue optune gio therapy for 10 days, based on recommendations from both the hcp and a dermatologist. Upon review of patient's medical records received on march 24, 2025, it was noted that during an outpatient visit on (B)(6) 2025, the patient had previously discontinued using optune gio from (B)(6) to (B)(6) 2025, due to scalp pyoderma. Although therapy was resumed after that period, it was not used continuously, and the patient discontinued use again on (B)(6) 2025, due to worsening skin symptoms. A dermatological evaluation was conducted, and the patient was prescribed a 10-day course of doxycycline along with an unspecified topical antibiotic. The skin condition showed improvement under this treatment. The patient acknowledged that she initially underestimated her symptoms. The physician documented that the patient could resume optune gio therapy. The patient's prescribing physician has been contacted, but no response has been received.